Event description:
Boston scientific received information that prior to implant, when interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD), a red screen appeared on the programmer stating "do not implant the device/initial device check unsatisfactory". The field representative confirmed the device was not stored in cold temperature. Further attempts to interrogate the device were unsuccessful.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.